Event description:
Pump failed to signal alarm during occlusion. Pt's family member estimated 1/3 of the feeding remained in the bag when the problem was discovered. Pt did not receive "required dosage of medication" and suffered a seizure due to hypoglycemic shock. Tubing was crimped and wrapped around the pt due to the seizure. Pt's blood sugar was checked with a glucometer and it read "low". Doctor ordered dextrose via g-tube. One pt involved.